Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This was reported as a venotomy closure of the common femoral vein with two prostyle devices using the pre-close technique via a 9f sheath hole prior to an electrophysiology (ep) procedure. Reportedly, with the first device, the footplate separated from the device. The separated footplate was later found upon completion of the procedure as it came out while removing the sheath. A second device was attempted, however, the needles did not engage with the cuffs. A third, new prostyle was successfully pre-placed and the ep procedure was completed using the same size sheath. Hemostasis was achieved with the pre-placed prostyle suture. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under separate medwatch report number.